Event description:
It was reported that noise causing pacing inhibition was observed on the right ventricular (rv) lead. A fracture was also noted. The rv lead was capped and replaced on (B)(6) 2022. There were no adverse health consequences, the patient was stable.